Event description:
It was reported that the patient received inappropriate shocks due to noise. The pacing impedance was 2000 ohms. The lead was explanted. No patient complications were reported as a result of this event.